Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having difficulty recharging the implantable neurostimulator (ins) and the recharger goes from excellent to poor without moving it. The controller would show excellent recharge quality, changes to good when he lies down, then poor and shows a yellow light. The excellent recharge quality normally takes 1.5 - 1.75 hours to recharge the ins to almost full, whereas, the good recharge quality takes 2.5 - 3 hours. If the patient lifts his arm while lying down, the recharge quality would change from excellent to good. There were no issues with recharging the ins when the patient first got the recharging equipment. The recharger has been repositioned several times. When the patient moves the recharger wire, the recharge quality moves back and forth. The patient tried to charge the ins the night before the report for 2 hours. When the patient turns to his side, the recharger was held over the ins for 1.5 hours to get the ins to 60%. Also, it was reported that a contributing factor to the issue could be the patient falling 5 times. The patient has back pain and bruises from the falls. Furthermore, it was reported that the recharging waist belt slides down when the patient was wearing it and it does not stay in place. Even with the patient trying suspenders, the belt would still shift when he walked. Also, it was reported that the ins doesn't seem to be helping the patient since he was implanted. The programming for the ins was recharging the patient's feet and legs, not his back. The patient was having back pain all the time and the patient gained weight due to the ins not helping with the back pain. According to the report, the ins has been reprogrammed 3 - 4 times between the implant date and the date of the report. Also, it was noted that the patient waited 14 days to heal from the implant surgery before the ins was turned. A replacement recharger and belt were sent to the patient. There were no further complications or anticipations reported with this event.